Event description:
The amis broach handles broke off within the broach during the procedure. As a result a pneumatic drill was required to remove the broach (trying to remove the broken piece within the broach to enable the 2nd handle to be engaged, and the broach removed). Also, after the case the second handle was stuck securely within another size broach and once removed this also showed a second broken broach handle. Surgery took an extra 45 minutes and was successfully completed. Ref MFR # 3005180920-2015-00021.